Event description:
Caller reported a malfunction on the pump, which occurred without any notable events preceding it. Blood glucose level did not exceed 500 mg/dl, indicating no adverse impact to the customer¿s blood glucose level. Customer had experienced at least three occurrences of the same malfunction, and the pump was replaced to resolve the issue, and the customer will use multiple daily injections (mdi) as a backup therapy until the replacement arrives.